Event description:
It was reported that an alert was triggered for this left ventricular (lv) lead. The lead had a high out of range pace impedance measurement, that was greater than 2000 ohms. The remote monitoring report showed the first alert may have been in february. At implant, this lv lead tested at about 1000 ohms on the pacing system analyzer and at about 1300 ohms on the pacemaker and data shows that the impedances have been higher, since implant. The field representative was going to consider bringing the patient in for testing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.